Event description:
The pt was receiving full mechanical support from a drager evita xl ventilator, transported from the ICU to cat scan using the evita xl. Initially the ventilator used the external batteries. The external batteries are supposed to function for 3-4 hour period. Upon arrival in the cat scan area, approximately 15 minutes later, the external batteries stopped functioning. The ventilator switched immediately to the 10 minute internal battery and the appropriate visual and audible alarms were invoked. Fortunately reporter was in an area that had 120ac outlets and the ventilator was plugged into that power source immediately. That option may not have been available if the external batteries had stopped functioning in an elevator or passageway between various hosp buildings.